Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. The instrument was received closed with the reload loaded. The reload was reset, reloaded with staples, and reloaded into the instrument. The reload and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all quality release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter during an open colectomy involving the right colon, the staples did not form and the bowel fell apart. To correct the condition the user sutured the bowel back together.